Event description:
It was reported that the display on the insulin pump was blank. It was also reported that the insulin pump alarmed. The reported blood glucose reading was 146 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.